Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (I an indication that the sensor is in the primary operating state and has yet to reach its end of life at the time of return). The current was applied to the sensor to perform accuracy testing. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. No malfunction or product deficiency was identified. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported using the abbott diabetes care (adc) device. The customer received unspecified lower sensor scan results on the adc device and did not notice a trend arrow on the device. The customer experienced shaking, inability to speak, sweating, loss of consciousness, and was unable to self-treat. The customer was provided candy, glucose tablets, and soda from a non-healthcare for treatment. It was further reported that the customer experienced vomiting and ambulance was called but no further treatment was reported for the reported issue. There was no report of death or permanent impairment associated with this event.